Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: dust/debris accumulation inside the video connector receptacle. If a foreign object such as dust sticks to the pin of the video connector receiver, the image will not transmit. This issue is addressed in the instructions for use (IFU): "before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction."

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified procedure with the subject device, it was found that the image of the subject device was not displayed when the 170 series videoscope was connected. However when the 150 series videoscope was connected to the subject device, the image of the subject device was displayed. No error occurred. There was no report of patient injury associated with this event. The service department of olympus medical systems (B)(4) (omsi) checked the subject device and found that the reported phenomenon was duplicated. However the cable was re-fixed, the issue was resolved. Also found that there was dust inside the subject device and the power of the subject device was interrupted. Omsi surmised the dust might be caused the no image.